Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device had a fast-draining battery. The product was returned and investigated for the fast-draining battrery, however during investigation a burnt usb port was observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the fast draining battery, however during investigation a burnt usb port was observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and swollen battery and burnt usb port was observed. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the returned sensor, swollen battery and burning on the usb port was observed. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring.¿the returned reader was brought to the bench for functional testing. The returned battery voltage was measured to be within specification range. The returned reader was connected to a known good battery and was able to turn on via usb insertion, strip insertion, and button press. The known good battery was also observed to be charging when connected to the returned reader. The reader was powered off to conduct a power consumption test by using a keithley source meter to measure the current. The current draw on the returned reader was within specification. The results of the power consumption test show that there was no excess current draw within the reader. A thermal camera was used to observe any hot spots on the reader. Hot spots were not observed. A built-in reader test was performed on the returned reader, which passed successfully. From testing, it appears that the reader was functioning as intended. There was no excess current drawn from within the reader, and there was no other evidence of overheating and burning beyond what was seen on the usb port. The built-in reader test was also successful, which supports the conclusion that the returned reader was functioning properly.¿ the current consumption test was within specification, the built-in reader test was successful, and the lack of hotspots on the returned reader; therefore, this issue is not confirmed. The isolated burns to the usb port and lack of hotspots or other burn marks anywhere else on the reader point to a possible issue with the usb cable and/or adapter. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.